Event description:
It was reported that the scale would not zero and is not reading due to loose electrical wiring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.